Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure and an xact stent was placed in the right internal carotid artery without difficulty. Post procedure on (B)(6) 2011, the patient experienced a transient ischemic attack (tia) with numbness and weakness in the left hand. A heparin drip was started and the symptoms resolved. The heparin drip was discontinued at 0530 on (B)(6) 2011. The patient then experienced another tia (neurological deficit) and the heparin drip was restarted at 0900. A cerebral angiogram was performed. The patient was transferred to another facility for neurological care. As of (B)(6) 2011, the patient remains hospitalized with improved symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of transient ischemic attack, neurological deficit/dysfunction and weakness are foreseeable events as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.